Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2013 with a protruding vns lead in the neck incision, which led to an explantation of the lead on (B)(6) 2013. The vns generator was left in place and the device was set to 0ma normal and magnet output current on (B)(6) 2013. Per the nurse, the patient admitted to picking at the lead incision in the neck. Prior to the emergency room visit, the physician saw no evidence of lead protrusion at the patient's last visit. The lead was surgically explanted as intervention for this event. Only the neck incision was opened and the leads were removed, with a section of the lead clipped so that the lead was still connected in the generator. The patient admitted to "picking at" the neck incision after the sutures were removed. There were no other factors noted which contributed or caused the event and no other relationship to vns was provided. There were no known or noted physiological changes which may have contributed to the event. There was a calloused scar in the area, which was typical of a manipulated incision, per the physician. A replacement will likely be performed after the irritation on the incision has healed. The explanted device was discarded and therefore will not be returned.

Manufacturer narrative:
.